Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.   The removed therapy connector assembly was further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a worn and loose socket #7.  This caused an intermittent connection with the corresponding connector pin from the therapy cable assembly.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged non critical event codes. After an evaluation of the device, it was observed that the device would intermittently not recognize a connection through the defibrillation therapy cable. There was no patient use associated with the reported issue.